Event description:
Allergic reaction. The rptr has been working at the bloodbank for several yrs but she has never had an allergic reaction before. During week 8 ((B)(6) 2006) she got red rashes on her neck and chest when she was at work. The rashes disappeared during that weekend when she was free from work. During week 9, she was working (B)(6) w/o a reaction. But on (B)(6), she felt extremely tired and uncomfortable. In the evening, her face was red and heating. On (B)(6), she had facial oedema with her eyes swollen. On (B)(6) her face and eyes were itching. On (B)(6), she was working w/o any reaction, but the next day, she had facial oedema again. On (B)(6), she got the shiver and her face was red when she was at work. Final outcome unk. The rptr is certain that these reactions are caused by the baxter bloodpacks (B)(4). She does not want to return to work until the bloodpacks have been taken from the bloodbank. She has not seen a physician but has been referred to occupational medicine.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not distributed in the u.s. Review of the complaint history reveals no other reports have been rec'd for this product for the reported issue. Baxter will continue to investigate any reports it receives and review trending of these events. If any significant info becomes available, a f/u report will be submitted. (B)(4).